Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. (B)(4).

Event description:
It was reported that the device had unexpected battery longevity and indicated elective replacement (eri) in less than four years.the device was explanted and replaced. No patient complications have been reported as a result of this event.

Manufacturer narrative:
Product event summary: (B)(4): performance data was collected from the device and analyzed. Analysis revealed the time of recommended replacement time was 2012-(B)(6) and the weekly battery voltage trend data showed a minimum battery voltage equal to 2.64 to 2.62 volts between 2012-(B)(6). There were two low battery voltage alerts; one on 2012-(B)(6).